Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient was implanted with proximal femoral nail antirotation (pfna) devices on an unknown date. X-ray was taken on an unknown date showing that the 240mm pfna, the blade, and the locking screws were broken. Patient outcome was not reported. This report is for one (1) pfna nail. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device history lot part: 272.265s lot: l235179 manufacturing site: bettlach release to warehouse date: 22. Dec. 2016 expiry date: 01. Dec 2026 the device history record shows this lot was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Device history review review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Investigation summary the returned broken pfna nail was forwarded to the manufacturing side for evaluation. The statement below is a summary of their investigation. A DHR review was performed no abnormalities, nor deviations neither ncs were detected which could lead to the complaint condition. During this investigation, the outer diameter (17mm) was measured and have fulfilled the specification. However, the dimensional and position of the citrus shape where the nail was broken, could not be measured due to the breakage point. During the manufacturing process these features were inspected and the whole lot has passed its specifications. Therefore, the nail was manufactured according to its quality standards and any manufacturing issue has been excluded. Based on the investigation result this complaint is rated as confirmed since the nail is broken as claimed by the customer. However, from the manufacturing point of view the relevant feature was measured and have fulfilled its specification as well as in the manufacturing documentation no issue was identified. Due to any manufacturing has been excluded; this complaint is not valid; therefore no additional actions are required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Manufacturing site provided. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Expatiation of the broken pfna took place on (B)(6) 2018. The patient reported issues of pain before the explantation.